Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Caller stated she was informed that the operating room reported that the tube lost cuff pressure after intubation. Caller reported that the tube was removed from the patient, and recannulation with a replacement tube was required.